Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leaks from synchron ck and synchron dbil reagent cartridges on unicel dxc 800 synchron clinical system. No injury was reported and there was no exposure to uncovered wounds or mucous membranes.

Manufacturer narrative:
Replacement reagent was sent to the customer. Note: the product information on the other reagent involved in this event, synchron dbil reagent, is listed below: part number: 476856, lot number: m01518, date of manufacture: 11/17/2010, expiration date: 11/30/2012, product code: jfm, 510(k): k934068.